Manufacturer narrative:
According to the facility on (B)(6) 2025 "the central line/introducer was being inserted into the patient, the wire was removed from the dilator after the insertion, the provider aspirated from all three ports when they experienced the issue". Per the facility "the middle port returned a small amount of blood followed by air". Per the facility the provider replaced the entire line requiring the patient to be "restuck". No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility on (B)(6) 2025 "the central line/introducer was being inserted into the patient, the wire was removed from the dilator after the insertion, the provider aspirated from all three ports when they experienced the issue".